Event description:
Additional current information made available indicated that the right ventricular (rv) lead exhibited another red alert for a high out of range shock impedance measurement. Diaphragmatic stimulation and non-sensed or marked noise was also noted on the shock and pace/sense channels. For now, no plans or changes will be made to the patient¿s implanted system. This implantable cardioverter defibrillator (ICD) remains in service. No patient harm or adverse effects were reported.

Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shock impedance for this patient's right ventricular (rv) lead. As of today, the device remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.